Manufacturer narrative:
The hcp did not have any details related to the device, event details, or patient identification. The hcp declined when asked for the reporter contact information. If new information is received related to this report it will be reassessed and a supplemental report will be submitted. The investigation is ongoing and insulet is attempting to recover additional details, including product name, lot number and serial number. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation.

Event description:
A health care professional (hcp) has called insulet on (B)(6) 2025 at 3.14pm to report an omnipod (specific product was not reported) insulin pump user death. The hcp's patient reported to them that they knew that someone had died while using the omnipod system. The exact date of the event was not provided. They allege that "the personal diabetes manager (pdm) gave the order to give all the insulin in one time to the patient and that is why the patient died". It is unknown which omnipod device the patient was using at the time they passed away. The hcp was not willing to provide their patient's details or any details of the user that has passed away. Therefore, at this time, no further information on the ¿system error¿ reported by the hcp patient can be obtained. The investigation is ongoing and insulet is attempting to recover additional details. If additional information is received a supplemental report will be submitted.